Event description:
Egs (endogastric solutions) received a medwatch report (ref. Mw5114118), stating a patient was diagnosed with odynophagia, an esophageal abscess (confirmed by an esophagram 3-days post procedure), a pericardial effusion, and a pleural effusion in both lungs, following a transoral incisionless fundoplication (tif) procedure performed with the esophyx z+ device. Per the medwatch report, a balloon dilation of the area near the lower esophageal sphincter (les) was completed, an egd was performed to seal the noted esophageal abscess, an ultrasound of the lungs was completed followed by thoracentesis which removed a small amount of water. Additionally, a chest tube was placed for 3 days while the patient remained in the hospital. Antibiotics were administered through a PICC (peripherally inserted central catheter) line for one (1) month post discharge from the hospital. The patient continues to showcase kehr's sign on their left shoulder and experience extreme pain while belching/yawning/sneezing.

Manufacturer narrative:
Endogastric solutions (egs) has made four (4) attempts by both fedex mail and email using the provided addresses to obtain additional information from the medwatch reporter, and no information has been provided to egs to date. The device has not been returned to egs for evaluation and a review of lot specific manufacturing records could not be completed as the device lot number was not reported. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. Prior to shipping, each finished device is inspected and functionally tested to ensure proper device performance as part of the normal manufacturing final acceptance testing. This report is being submitted based on the information received to date. A follow up report will be submitted should additional information be obtained.

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(6)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs report: b2 -[x] life-threatening. D6a - implant date added. Updated g code to include - 788. Updated c code to include - 3221. Updated d code to include - 67.

Manufacturer narrative:
Updating health effect clinical code (e) to only include: 1690, 2010, 3271, 1815. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115.